Event description:
Philips received a complaint by the customer on the v60, indicating that the device was not staying in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, but there was no reported patient impact. The customer called technical support to report that the device was not staying in standby mode. The biomedical engineer (bme) stated that the flow sensor assembly was replaced two months ago, and the remote service engineer (rse) advised the customer of 90-day parts warranty. The rse tested the standby operation with the customer, and it appeared to be working correctly. The bme confirmed with the respiratory therapy director which circuits were used, and the customer advised that the department was testing different patient circuit manufacturers. The customer called technical support again the next day to inform that the problem was located, and the issue was resolved-- the customer replaced the barbed fitting at the patient outlet which was cracked, retested the device, and confirmed that the device successfully passed the required performance verification tests per philips standard. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.